Event description:
Procedure type: lap hernia repair. According to the reporter: the blade from obturator cut a piece of trocar's seal and it fell into pt's cavity. This happened on two cases. There may still be a piece currently in the pt. Surgeon and risk management deciding if re-operation is necessary. They are unsure if a piece was left in abdomen and decision needs to be made to re-operate. No pt injury was reported.

Manufacturer narrative:
(B) (4).